Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on this right ventricular (rv) lead that led to the delivery of an inappropriate shock. The shock impedance was high and the device recorded a code to alert that the shock impedance was measured at greater than 145 ohms. The physician suspects that the rv lead is fractured and has turned tachy therapy off. A request was made of boston scientific technical services (ts) to review the system. Ts confirmed that a code for high shock impedances was recorded and recommended replacing the rv lead and performing testing. The crt-d and this rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated that a revision procedure was performed. Both the rv lead and this crt-d were replaced. This rv lead was surgically abandoned. No additional adverse patient effects were reported.